Event description:
Reporter indicated that a vns programming handheld computer's screen has been freezing during interrogations. One interrogation was reported to have taken 2.5 hrs to complete. The handheld and flashcard have been received and are awaiting analysis.